Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse reviewed the system logs and confirmed that the system was used on subsequent procedures and the error fault did not recur. No further issue was identified. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by the field evaluation, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the customer reported that that universal surgical manipulator (usm) 4 kept moving and there was a clicking noise. The customer stated that the usm would turn yellow, and they would have to remove instrument and clutch arm to clear the issue. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse reviewed the site¿s system logs and confirmed error code 100. The procedure was completed with no reported injury.